Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct patient (patient age, sex, and weight are unknown).as the device was advance along the guidewire, the guiding catheter suddenly moved even though the touhy borst was tighten. Both stent and the delivery system were successfully removed from the scope.the procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was received detached from the delivery system and the suture was intact (unbroken) at the distal end of the push catheter. The guide catheter was inside the delivery system with touhy borst assembly intact at the proximal end of the device. The distal end of guide catheter had minor kinks/bends. The working length of stent was kinked/bent. A functional evaluation revealed the touhy borst could be tightened and/or loosened without any issues. The guide catheter at the proximal end did not shift from its locked position. The distal end of guide catheter assembly was found to have minor kinks/bends due to customer usage of the device. During the functional evaluation the touhy borst was locked and a 0.035" guidewire was loaded from the distal tip of guide catheter. The guide catheter at the proximal end did not shift from its locked position. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.